Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, noise was noted on the right atrial lead. The patient experienced light headedness. The lead was capped and replaced on (B)(6) 2019. The patient was discharged.

Manufacturer narrative:
Correction: - patient code should have been reported as dizziness.

Event description:
New information received noted that the right atrial lead exhibited over-sensing of noise which led to pacing inhibition. Also, it was suspected that the right atrial lead was fractured.